Event description:
(B)(6) year old patient 6'0" (B)(6) male admitted post CABG to ICU within a few hours there was an autofill failure alarm-no blood detected in helium gas line, attempted to restart the pump and a maintenance code 2 (drive transducer offset failure) displayed on the screen, a second iabp was obtained patient on standby for 20 mins pumping was resumed. Later that night another autofill failure alarm with maintenance code 2 and another iabp obtained from surgery dept patient switched to new iabp successfully. No patient compromise was noted hemodynamics stable during pump switch outs. Both pumps were sent to biomed for evaluation iabp's have been checked out by internal biomed (they will not allow our service reps in to do service on the equipment) and they both have been replaced inservice. Only one serial number was provided.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformance in the DHR related to the reported event. Service report: iabp's have been checked out by internal, customer, biomed (they will not allow our service reps in to do service on the equipment) and they both have been replaced in service. Verbally in phone conversation it was mentioned more than one unit but only one serial number was provided. A member of the nursing staff is concerned that the internal biomed is not correcting the problems and or cannot recreate the issues noted on the patients and that the pumps are just returned to service with the potential for more failures and problems. In the case we obtain a service report from the customer service department, a supplement document will be provided. (B)(4).